Event description:
Reporter states (B)(6) male pt returned to doctors office on (B)(6) 2013 after total knee replacement on (B)(6) 2013 and presented with complaint of itching and burning under dressing. Upon removal of dressing, the area appeared with redness and blistering. The dressing was applied in the operating room (lot number was not available).

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to follow up info provided by the reporter, the product has been discontinued and "left open to air." The reporter states the area "now appears without redness or blistering." From a clinical perspective, a causal relationship between the aquacel/aquacel ag - surgical cover dressings and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. (B)(4).